Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:"date inratio lab (B)(6) 2014 5.0 7.3 - timing between testing unknown(B)(6) 2014 3.0 3.6 - 5 minutes between testingtherapeutic range= 3.0-3.5. Patient self tester had back surgery on (B)(6) 2014 and released from hospital on (B)(6) 2014. Before surgery, he was put on lovenox while coumadin was stopped. Last dose of lovenox was on (B)(6) 2014. Coumadin started again on (B)(6) 2014.patient tested on inratio meter following surgery. Historical data provided:(B)(6) 2014 inratio= 3.8(B)(6) 2014 inratio= 2.6(B)(6) 2014 inratio= 2.9on (B)(6) 2014 patient received readings of inratio= 5.0 and lab= 7.3, and at the time he was given vitamin k.(B)(6) 2014 inratio= 1.8(B)(6) 2014 inratio= 2.8

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.